Event description:
Healthcare professional (hcp) reports two incidents of a patient reaction occurring with the same patient while being treated on the psn 170 dialyzer. It was reported that the first incident occurred in 2002. The patient experienced severe itching and respiratory distress and felt choking three minutes into treatment. It was reported that the dialyzer was primed with 2,000ml normal saline. No further information was provided. It was reported that the patient experienced a second incident at a later date (incident date not reported). No further information is available concerning this incident.